Event description:
According to the reporter, the product promoted inflammation of the pelvic tissue and contributed to the formation of severe adverse reactions to the mesh.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). An initial report was sent to the FDA on (B)(6) 2015 under manufacturing report# 1219930-2015-00563. The initial MDR was sent with unknown product information assigned to site registration number (B)(4) per current procedure. Additional information received on 18-may-2016 containing product information resulted in a change to the manufacturing site; therefore, an MDR was resubmitted under 9615742-2016-00044 with the correct manufacturing information.